Manufacturer narrative:
This spontaneous case was reported by a non-health professional and describes the occurrence of complication of pregnancy ('pregnancy disorder') in a 37-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included pregnancy and stillbirth. On an unknown date, the patient had essure inserted. In (B)(6) 2020, the patient experienced complication of pregnancy (seriousness criterion hospitalization). On an unknown date, the patient was found to have a pregnancy with contraceptive device ("pregnancy with contraceptive device"), experienced gestational diabetes ("gestational diabetes") and placental disorder ("problem with placenta") and was found to have blood pressure abnormal ("intermittent blood pressure problem"). It was unknown whether any action was taken with essure. Treatment was ongoing at the time of the report. At the time of the report, the complication of pregnancy had not resolved and the pregnancy with contraceptive device, gestational diabetes, blood pressure abnormal and placental disorder outcome was unknown. Pregnancy related information: prospective report. Last menstrual period was on an unknown date and estimated date of delivery was (B)(6) 2020. The reporter considered blood pressure abnormal, complication of pregnancy, gestational diabetes, placental disorder and pregnancy with contraceptive device to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: upon internal review, reporter, pregnancy outcome and medical history were updated, placental disorder added as adverse event. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case describes the occurrence of complication of pregnancy ('pregnancy disorder') in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On an unknown date, the patient had essure inserted. In (B)(6) 2020, the patient experienced complication of pregnancy (seriousness criterion hospitalization). On an unknown date, the patient was found to have a pregnancy with contraceptive device ("pregnancy with contraceptive device"), experienced gestational diabetes ("gestational diabetes") and was found to have blood pressure abnormal ("blood pressure problem"). Essure treatment was ongoing at the time of the report. At the time of the report, the complication of pregnancy had not resolved and the pregnancy with contraceptive device and gestational diabetes outcome was unknown. Pregnancy related information: prospective report. Last menstrual period was on an unknown date and estimated date of delivery was (B)(6) 2020. The reporter considered blood pressure abnormal, complication of pregnancy, gestational diabetes and pregnancy with contraceptive device to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.